Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported on june 18th 2016 the patient had a sudden return of parkinson's symptoms with tremors specifically noted. The symptoms were as they were prior to implant. The implant was on, no impedance measurements were taken, there was no recent electromagnetic interference exposure, or falls/traumas. It had essentially happened from nothing. Patient was in the emergency room. The implants were checked and both sides were on and ok. Patient's indication for use is parkinson's dual and movement disorders. Reference manufacturer's report number: 3004209178-2016-14311.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.